Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report their receiver ceased to function on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. Data was downloaded from the receiver and reviewed, finding no errors. During the investigation "call tech support error: err121" appeared on screen, unrelated to customers complaint. The receiver case was opened and an interior inspection for moisture damage was performed and it passed. The complaint of the receiver ceasing to function could not be confirmed. The root cause could not be determined post investigation.